Event description:
One day after a coronary artery drug eluting stenting treatment procedure ^/the patient experienced a thrombosis. The target lesions were located in the left anterior descending (lad) and the diagonal branch (diag) coronary arteries. Total occlusion was found in the proximal lad. Attempts to cross the total occlusion with an asahi prowater flex guidewire were unsuccessful. This wire was exchanged for a asahi miracle brothers 3 guidewire with support of a 2.50x20mm maverick balloon. The miracle brothers 3 guidewire was advanced into the distal lad. The wire wasexchanged for an asahi prowater flex guidewire. An angiojet thrombectomy was performed in the lad in a proximal to distal fashion followed by a run in a distal to proximal fashion. The diag lesion was predialted using a 2.5x20mm maverick balloon at 3 atmospheres for 10 seconds. A repeat angiography demonstrated a spiral dissection in the diag branch. A 2.5x24mm taxus express2 drug eluting stent was deployed in the lad and extended into the diag branch. A 2.5x16mm taxus express2 was deployed in the mid diag-overlapping the previously placed stent. A 2.5x15mm sprinter balloon was advanced into the lad. The balloon was inflated to 4 atmospheres for 10 seconds and crushed the extending portion of the taxus express2 stent into the lad against the wall. A 3.5x16mm taxus express2 stent was deployed in the proximal portion of the lad at 14 atmospheres for 15 seconds. The lesion was post-dilated with a 1.5x20mm sprinter balloon in the diag 10 at 10 atmospheres for 10 seconds; then repositioned and inflated 20 atmospheres for 10 seconds. A 2.5x15mm sprinter balloon was placed in the diag branch and the balloon was inflated to 20 atmospheres for 10 seconds. Subsequently, a 3.75x15mm maverick was performed which demonstrated reduction of the lesion to less than 0% residual and timi 3 flow in both vessels. The patient tolerated the procedure well. He was transferred to the intensive care unit in stable condition. He was given aspirin, plavix, and reopro post-procedure. The patient presented 1 day after the original intervention. The proximal lad was noted to be totally occluded. An intravascular ultrasound of the lad and diag branches demonstrated patent stents in the lad with a dissection in the proximal portion of the lad. In the diag branch, the stents were seen to be patent, but the proximal diag stent appeared to be insufficiently deployed. Re-establishment of timi13 flow was achieved after angio jet thrombectomy and complex percutaneous coronary intevention with two-wire technique and kissing balloons in the lad. Placement of a 3.5x12mm taxus stent in the proximal portion of the lad was followed by final kissing balloon dilatations with a 2.0x15mm balloon in the diag and 3.5x15mm balloon in the lad. The patient tolerated the procedure well. He was transferred to the intensive care unit in fair condition. He was given aspirin and plavix long-term with double dose plavix of 150 mg for 1 month.